Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening, crease fold, white calcification on the surface of the shell 20%. Leak test was performed and found opening on radius side. A microscopic analysis was performed which identify a striated edge opening. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated edge opening on radius side assessed as surgical damage.

Event description:
Healthcare professional reported a right side implant exchange from textured to smooth due to the concern's of the product. Healthcare professional additionally reported right side capsular contracture baker grade unknown. Device has been explanted and replaced.

Event description:
Healthcare professional reported a right side implant exchange from textured to smooth due to the concern's of the product. Healthcare professional additionally reported right side capsular contracture baker grade IV. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture, baker grade unknown," is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown,"

Event description:
Healthcare professional reported a right side implant exchange from textured to smooth due to the concern's of the product. Healthcare professional additionally reported right side capsular contracture baker grade unknown. Device has been explanted and replaced.